Manufacturer narrative:
The full number for the product in question is (B)(4). The product had already expired when the customer called to report the event, but the immucor laboratory had already previously tested the retention product on 15may2017, which performed as expected at that time. Immucor technical support used a remote electronic connection method to assess the instrument test well image in question on 05jun2017, and determined that the instrument test well images in question were visually negative.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.